Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultrasmart meter had a power issue ¿ meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred at an unspecified time on (B)(6) 2016. The patient manages their diabetes with insulin (no adjustments) and stated that in response to the alleged product issue they increased their dosage of this unspecified type of insulin by ¿20cc¿ on (B)(6) 2016. The patient stated that 2 days after this they developed the symptoms of ¿sweaty, lightheaded and fast heartrate¿. In response to these symptoms the patient visited their doctor¿s office. In the doctor¿s office the patient had their hemoglobin a1c levels measured, but did not provide the results which were obtained. The patient was also prescribed with a new onetouch meter (type unspecified) at 9:30am on (B)(6) 2016. No further medical intervention was noted. At the time of troubleshooting the cca noted that there was no misuse of the product and this was not the first time the product had been used by the patient. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient was unable to test their blood glucose using the subject meter which led to them experiencing symptoms which are suggestive of serious injury after the alleged product issue began.